Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the vtach alarms were not latching though configured to be latched, thus they were silencing themselves. There was no patient incident.